Event description:
It was reported that the pt was having increased seizure activity. It was also noted that the pt has had her vns disabled for approximately 2 months because she was "unable to tolerate vns even at the lowest output current." It is unk when the increase in seizures began and if they are related to vns therapy. The pt has requested that her vns be removed due to the tolerance issues. Attempts for further info are in progress.